Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the device reflected a heat reading of 161 degrees fahrenheit which is greater than the manufacturers specification (161 degrees fahrenheit, specified reading is greater than or equal to 110 degrees fahrenheit). Therefore the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the bearing sleeve device was overheating. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was initially reported as apr 17, 2015 and had been updated to apr 7, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.